Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the alarms ¿iab catheter restriction alarm¿ in the iabp¿s diagnostic error log seven times on (B)(6) 2018 that would cause the iabp to go into standby until the alarm is corrected by the customer. The fse tested the compressor in diagnostics, and passed all tests to specifications, and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) went into standby mode, the intra-aortic balloon (iab) was not inflating, and the pressure was too high. The iabp was replaced with another iabp unit to continue therapy and the iab was fine. No patient harm, serious injury or adverse event was reported.